Manufacturer narrative:
Initial.

Event description:
It was reported that a user applied a new freestyle libre 3 plus sensor and saw an ilet message stating dosing stopped, connect cgm or enter bg; a fingerstick was entered into the ilet, and after the user was guided to scan the sensor, it was discovered the user had not started the sensor on the ilet. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user, review and analysis of the information provided, and assessment of the reported use steps. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure in which dosing was halted until the cgm was correctly scanned, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.